Event description:
The customer reported the device would not charge the backup battery. The customer reported there was no patient involvement. The customer reported the power supply was replaced for the reported problem,